Event description:
The customer reported that the male luer spin collar cracked down the middle of the collar during patient infusion in the nicu. No patient harm or medical intervention was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.